Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported left side, "breast swelling, hot sensation, pain and body bruise" and "patient asked if the surgery fee was warranted only if the rupture was confirmed". The events "lot of trouble on her face", "the medical examination showed the blood vessels had drooped" are not device related. Device status is unknown.